Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. Stryker determined a depleted battery was the cause of the reported issue. Proper device operation was observed through functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device switched off during ECG. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient harm associated with the reported event.